Event description:
It was reported that the procedure was being performed on a pt requiring oxygen therapy. During the catheter insertion in the radiation testing room, the pt began drifting in and out of consciousness and became cyanosed and a low oxygen saturation level as a result of being covered by the drape. The clinician also reported that the drape had formed a tent shape over the pt's face as the drape had covered the pt's mouth. The drape was then removed and the pt recovered without complications. The hospital requested a warning notice stating, "a risk of low oxygen when using the drape during oxygen treatment. An air vent is needed for the pt." Note: the pt was not wearing an oxygen mask during the procedure.

Manufacturer narrative:
Sample will not be returned for evaluation.